Event description:
It was reported the patient required stimulator exchange for device failure. No outcome was noted at the time of report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).